Manufacturer narrative:
Eval summary: the notes provided with the complaint indicate that the hip may dislocate in flexion and internal rotation. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The pt is reported as very active and plays softball. Additional factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. From the pt history, it is possible that zimmer and non-zimmer components were implanted together. It is not recommended to combine zimmer and non-zimmer implants as they have not been tested as such. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported by the pt that he has experienced dislocation approximately 20 times. Pain has also been reported.